Manufacturer narrative:
The subject device was inspected at (B)(4). It was duplicated the reported phenomenon and it was found the failures of the emergency lamp and igniter of the subject device which caused the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the emergency lamp of the subject device had the error but the examination lamp of the subject device was normal during the otolaryngology examination. The intended procedure was completed with the subject device and its procedure was not delayed more than 15 minutes. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not identify the root cause of the reported phenomenon. [Consideration] based on the following facts obtained from the investigation, it was presumed that the phenomenon was occurred due to the failures of the emergency lamp and the emergency lamp harness. The cause of those failures could not be identified. <facts obtained from the investigation> -the reported phenomenon was duplicated by the inspection of olympus china, and it was confirmed that the cause was the failures of the emergency lamp and the emergency lamp harness. -but its inspection report did not mention about the causes of the failures of the emergency lamp and the emergency lamp harness. -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.